Event description:
It was reported that the tip of the guidewire had become detached. The procedure involved an atrial septal defect (asd), and a 035/260/1 (bx/1) amplatz super stiff guidewire was selected for use. During delivery, significant resistance prevented the advancement of the guidewire. Upon removal, it was discovered that the tip of the guidewire had detached and become incomplete due to a detachment of its loop; however, it did not break. The patients anatomy was not considered challenging, and neither patient nor procedural factors contributed to the reported event. The lesion exhibited no stenosis, tortuosity, or calcification. The device was removed by pulling it out directly, with no fragment left inside the patient. The procedure was successfully completed with a different device, and no patient complications were noted as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Event description:
It was reported that the tip of the guidewire had become detached. The procedure involved an atrial septal defect (asd), and a 035/260/1 (bx/1) amplatz super stiff guidewire was selected for use. During delivery, significant resistance prevented the advancement of the guidewire. Upon removal, it was discovered that the tip of the guidewire had detached and become incomplete due to a detachment of its loop; however, it did not break. The patients anatomy was not considered challenging, and neither patient nor procedural factors contributed to the reported event. The lesion exhibited no stenosis, tortuosity, or calcification. The device was removed by pulling it out directly, with no fragment left inside the patient. The procedure was successfully completed with a different device, and no patient complications were noted as a result of this event.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). The device was returned for analysis. Visual inspection identified that the distal tip of the device was bent. The media attached to the parent record also confirmed the distal tip deformation, as the distal tip was visibly bent.